Event description:
Correctly set up secondary IV piggy back. When the secondary tubing was unclamped, it immediately began to fill up the primary IV bag (which was lowered appropriately). Primary tubing switched out and problem resolved.